Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 200 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light did not immediately stop flashing. Customer troubleshoot was performed. The customer was advised to insulin pump will need to be replaced and to refer to the backup plan. The insulin pump will be returned for analysis.